Event description:
The customer reported during administration of chemotherapy drug the infusion set breaks off while inside the pump. The used infusion set was disposed of and therefore not available. However, another set from the same batch was sent by the customer. A follow-up report will be submitted upon evaluation completion.